Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardiac monitor (icm) showed incorrect measurements. The icm was explanted. Patient status was not reported.

Manufacturer narrative:
Correction: section h6 - the investigation conclusions should have been "no problem detected".

Manufacturer narrative:
The reported event of incorrect measurement could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test to trigger pause, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the icm was explanted and replaced on (B)(6) 2025. The patient was stable.